Event description:
This report summarizes six malfunctions. A review of the reported information indicated that model mc1616 biopsy instrument experienced self-activation or keying. This report was received from various sources. One malfunction involved one patient with no patient consequences and another malfunction did not involve patient. A (B)(6) year old male patient weighs (B)(6) kgs. Another patients' age, weight, and gender was not provided.